Event description:
It was reported that the indicated battery charge of the pump dropped by 25% in a short period. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by resetting the pump, and the customer continued to use the pump for insulin therapy.